Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08/27/2019. The service engineer (se) inspected the device and replaced the power cord, data acquisition board, flow sensor assembly and oxygen solenoid. Performed post operational checks with no faults found and returned to service. A power cord was returned for analysis. No notable conditions were found.

Event description:
It was reported that the ventilator failed the ground resistance test and air delivery/ flow accuracy test during system maintenance. No patient involvement.